Event description:
Reporter noted the cutter failed while doing a vitrectomy 'behind a cataract'. After removing the cataract, the doctor found damage to the retina, but no retinal detachment.

Event description:
Updated info received from surgeon noted retinal tear and detachment occurred, with vitreous hemorrhage. Repaired intra-op with new vitrector, laser and gas. Prognosis: will fully recover.